Event description:
It was reported that loss of capture was seen. The patient had a fall a few days prior and later felt a vibratory alert. The lead impedance showed an increase. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.